Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The lead was explanted and replaced. Patient condition was good following the event.